Event description:
It was reported by a sales rep that the handpiece leaked an oil-like substance while the equipment was being tested at the account. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and eval. Based on the investigation details, the reported event was confirmed, as a sample was collected from the device. The device will be cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance. The risk associated with this failure has been addressed.